Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for crack at the housing and back of pump. Received stuck button alarm and rewind anomaly. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and indicated that the damage has impacted/affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test. All buttons function properly. Unit successfully downloaded to thus/thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2025 at 03:56:44 in pump downloaded history. No damage was noted to keypad assembly. Also- constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus/thump. Verified pump alarmed pump error 130 on (B)(6) 2025 at 04:10:49 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. The following were noted during visual inspection: corroded electronic assemblies noted on pcb1, pcb2, motor assembly, corroded home switch, battery tube threads cracked, scratched case, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). No damage noted to keypad assembly. No stuck button error noted during testing. However, confirmed cosmetic damage at battery compartment. Confirmed drive/motor rewind anomaly (pump error 38 and 130) due to corroded home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.